Event description:
There was no device failure or malfunction reported. This pt was undergoing a mitral valve repair procedure. A softclamp cannula with the incising introducer was placed in the aorta. The back wall of the aorta was injured. It was repaired with a single suture and the procedure was completed without additional events. The pt was doing well postoperatively.